Manufacturer narrative:
The baxter technician found the left siderail cable needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left siderail cable to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the head position was raising with no buttons pressed. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).